Event description:
A malfunction was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with the process, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.